Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted. Same event as (B)(4).

Event description:
It was reported that the patient adaptor of a uv-flash solution transfer set had a poor connection with a titanium adaptor. The reporter stated that there was a gap between the two components. This was noticed while the transfer set was being changed in the hospital. There was reportedly no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed and noted a damaged patient adapter. Functional testing was performed including eight psi underwater pressure test, clear passage test, and clamp function test with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.